Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx to treat an abdominal aortic aneurysm. Four years after the original implant the patient was found to have an endoloeak of an indeterminate origin. The physician performed a secondary procedure to address the leak on (B)(6) 2018. The endoleak was corrected with a non-endologix device (cook) stent graft. Currently, there has been no further reports of negative patient sequelae.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and denied response were received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Date of event - correction.